Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe luer slip had stopper damage or a defective stopper. No serious injury or medical intervention was reported.

Manufacturer narrative:
DHR, maintenance and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that bd syringe luer slip had stopper damage or a defective stopper. No serious injury or medical intervention was reported.